Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed displayable history crc check failed on startup. Customer didn't know her blood glucose at the time the alarm occurred. Customer stated the alarm occurred during normal use and device was not in (B)(6). Customer was advised the alarm may occur if the device was without a battery for an extended period of time. Customer had been of the device since (B)(6) and was back on it on (B)(6). The device history showed the device had also alarmed unexpected restart and external ram crc error. Customer was able to upload successfully. Customer is not returning the device for analysis.